Event description:
The customer states that she experienced a hypoglycemic event when she dropped the accu-chek advantage meter while attempting to test. The meter cracked after it was dropped. The customer called the emt's for assistance. The customer was treated with glucose gel. She felt better 15 minutes following treatment. No add'l treatment provided. New system sent and return requested.